Manufacturer narrative:
H3: the device logs were returned and reviewed by technical service. The analysis confirmed that both tf316 and tf401 alarms were active. Additionally, the tf316 alarm and log data showing blower restarts in the system further support the need for blower replacement. It is possible that the absence of regular calibration and maintenance contributed to the failure of both the blower and the inspiration block. However, without the return of the parts to the failure analysis lab, this cannot be definitively confirmed. The distributor was advised to replace both the inspiration block and the blower to resolve the issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA / 510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that before use, the device displayed technical failure alarms 316 and 401. Complainant indicated that there was no patient involvement in the reported issue.